Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically over-stressed diode, designator cr44, which caused significant damage to the pcb and its surrounding components. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that medical personnel were using their device to monitor a patient when the nurse heard a loud popping sound. The customer advised that the sound appeared to come from the device and its service light came on. The customer further advised that there was no delay in monitoring the patient. No further details about the patient or the event were provided. Upon evaluation of the customer's device, physio observed that it was unable to deliver defibrillation energy.

Manufacturer narrative:
It was later confirmed by the customer that there were no adverse effects to the patient as a result of the reported issue. The patient survived the event. The customer then further advised that they do not have any additional details about the patient.